Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer advised that her pen needles are not aspirating when she tried to give herself her insulin. Customer is feeling well at this time and is not having any diabetic symptoms. Customer advised that product was sealed and intact and no adverse event has been reported. Customer is using compatible insulin pens. During the call, customer placed a pen needle onto her lantus solostar and attempt to aspirate 2 units onto her hand; customer stated that nothing came out of the pen needle. The pen needle lot manufacturer¿s expiration date is 09/30/2027 and open date is undisclosed.

Manufacturer narrative:
Sections with additional information as of 09-may-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.